Event description:
It was reported that during a percutaneous coronary intervention, wire braid was exposed. The 90% stenosed target lesion was located in the calcified and severe tortuous distal right coronary artery. During insertion of the 6f al.75 mach 1 guide catheter, it was noted that the shaft was twisted and wire braid was seen at 2cm from the tip before entering the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).